Event description:
It was reported the gastrointestinal videoscope had scope error code e217. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image noise and foreign matter present inside the nozzle. Based on the results of the investigation, scope error code e217 and image noise occurred due to a malfunction of the scope connector. Regarding the foreign matter present inside the nozzle, the identity of the foreign material and a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.